Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead exhibited a recent jump in lv threshold. The longevity of the cardiac resynchronization therapy defibrillator (crt-d) has decreased due to the increase in lv outputs and high threshold. The lv lead and the device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that left ventricular (lv) lead exhibited a recent jump in lv threshold. The longevity of the cardiac resynchronization therapy defibrillator (crt-d) has decreased due to the increase in lv outputs and high threshold. The lv lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.